Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd luer-lok¿ disposable syringe there was an issue with ink marking. The customer stated ¿the ink is easily deleted.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Additional information: d.4. Medical device lot #: 7300833. D.4. Medical device expiration date: 9/30/2022. H.4. Device manufacture date: 11/14/2017. H.6. Investigation summary: sample evaluation: three 1ml luer-lok syringes in sealed packages were received, confirmed to be from batch # 7300833 (p/n 309628). The samples were visually evaluated. No defect was observed on the syringes. All prints appeared to be legible and not removable by hand. Samples were then tested for print permanency using the alcohol wipe test - all samples passed with no ink wiping off the samples. Product defect could not be confirmed based on sample received. DHR review for batch 7300833 (p/n 309628): manufacturing dates: 11/06/2017 to 11/07/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7300833 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation conclusion: product defect could not be confirmed based on sample received.